Manufacturer narrative:
Investigation summary:tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not determine with retain testing. Source: phone.

Event description:
Customer reporting 1 false positive sars result for a 74-year-old, symptomatic, female patient. Customer stated the results were confirmed negative by pcr for both flu and sars.